Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating treatment (hysterectomy) to preclude permanent body damage/impairment cannot be excluded. Based on the overall information currently provided in this report, there is a reasonable possibility that a potential malfunction (reported as "jada was found to not have a good seal at the cervix, the balloon was deflated") has occurred with the jada system whereby if the suspected malfunction were to recur at a time when the patient was not under close observation, this malfunction could possibly cause or contribute to a death or serious injury. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding.", "precautions: after initiation of vacuum, blood flow into jada or the vacuum tubing and/or improvement in uterine tone should be noted. If this does not occur, the cervical seal and/or the vacuum may not be effective." "After insertion, the intrauterine loop should be within the uterus while the cervical seal should be located within the vagina at the external cervical os ", "jada placement: post vaginal delivery or post cesarean section after closure of hysterotomy: filling of cervical seal and connection of vacuum: confirm that the cervical seal is positioned at the external cervical os after the system is in place (cervical seal is filled and the vacuum is connected). Reposition jada if required to facilitate a seal.", "jada placement: post vaginal delivery or post cesarean section after closure of hysterotomy: after insertion, the intrauterine loop should be within the uterus while the cervical seal should be located within the vagina at the external cervical os" and "filling of cervical seal and connection of vacuum: while securely holding the seal valve and avoiding unintentional proximal or distal movement of the cervical seal away from the external cervical os, attach a sterile luer tapered syringe to fill the cervical seal with 60 ml of sterile fluid. If needed, add up to another 60 ml of sterile fluid to achieve coverage of the external cervical os and create a seal for vacuum" out of an abundance of caution, the company will report this case as a serious injury and malfunction MDR.

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report received d&c and hysterectomy. The subject of this report is a (B)(6) woman, race reported as unknown, g8p7 with pre-eclampsia with severe features noted as significant medical history. On (B)(6) 2021, she presented for induction of labor at 37.2 weeks. On admission, her height was noted as 139.7 cm, weight (B)(6), bmi 33.41, and hemoglobin (hgb) 14.6 g/dl. Her hgb at discharge was noted at 8.4 g/dl. On (B)(6) 2021, she had a vaginal delivery and received oxytocin for 10.5 hours. She received general anesthesia for delivery of an infant that weighed (B)(6). The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to initial jada insertion, this subject received carboprost (1 dose), and txa (1 dose). The cumulative blood loss prior to jada insertion was noted as 600 ml. Jada treatment was initiated on (B)(6) 2021, 54 minutes after delivery of the placenta. The total in-dwelling time for jada was 22 minutes and the total amount of blood collected in the canister during jada treatment was documented as unknown. The patient received seven units of red blood cells, one-unit of platelets, five units of fresh frozen plasma, and five units of cryoprecipitate after jada treatment was initiated. The patient had brisk vaginal bleeding, and "jada was found to not have a good seal at the cervix, the balloon was deflated, and the device was removed." The patient then received a d&c, with no evidence of retained products. The patient continued to bleed "briskly" and a hysterectomy was performed. The total blood loss for this case was 3500 ml. The patient received postpartum antibiotics (ancef) for jada use and surgery. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". The lot number is not currently available for this event. Multiple requests were sent to the site for lot number information, no response to this request to date. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event.